Event description:
It was reported that the left ventricular (lv) lead impedance went out of range to 3100 ohms on one day and also lost capture. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the left ventricular (lv) pacing impedance was out of range high. There was abrupt high impedance on lv lead to greater than 3000 ohms (B)(6) 2012. Also, the lv threshold had no capture with a loss of capture noted on left ventricular capture management (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2006, 6949 implantable defibrillation lead (B)(6) 2006. (B)(4).